Manufacturer narrative:
H10: the 8110 syringe recall and subsequent repairs were performed by service during the service recall process. A review of the device history record performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. Multiple issues unrelated to the 8110 syringe recall were observed with the returned device and were replaced by service. The proximate causes were identified by service as due to wear. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
The device sent in for the 8110 syringe recall was found to not be affected by the recall, however during the recall process, multiple issues with the device unrelated to the recall were observed and repaired. Multiple issues unrelated to the 8110 syringe recall and were observed with the returned device and were replaced. The proximate cause for items 1 through 9 were identified by service as due to wear. The barrel clamp was cracked. The flange gripper had a cracked retainer. The latch assembly had a broken latch lock. The syringe driver had a worn shaft seal. The syringe driver had a cracked seal wiper. The handle was broken. The carriage block had worn split nuts. The rear case was damaged/cracked. The front case was damaged/cracked. The logic/control board was determined to be faulty. The proximate cause was identified as due to a software issue.

Event description:
The device was found to have damaged components.